Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that, on (B)(6) 2019, the patient's infusion set's tubing became separated from the quick-set connector, close to the site location as the glue came undone from the o ring, while sleeping. This issue occurred for the 4th time, every sixth month or so. Reportedly, she woke up with blood glucose level of 389 mg/dl and diabetic ketoacidosis due to this issue. Further, the site location was at her right upper buttock and the pump was in the bed. The infusion had been used for the second day. Moreover, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.